Event description:
It was reported that the usb charging cable began smoking. There was no reported adverse impact to the customer's blood glucose level. New charging supplies were sent to the customer.